Manufacturer narrative:
Results of investigation: the vyaire medical field service representative (fsr) went onsite to evaluate the suspect device. The avea ventilator was fully evaluated but no failure was detected. The reported issue could not be duplicated so no root cause could be determined. The device operated to manufacturer specifications. If additional information becomes available then a supplemental report will be filed.

Event description:
It was reported while using the avea ventilator, the ventilator shut down while on a patient. The customer stated the ventilator was switched out and there was no patient harm.